Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. B3: date of event unknown. D6b: unknown if scheduled revision took place. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a right shoulder replacement surgery that never healed and is experiencing pain. Initial procedure (B)(6) 2012. Revision was reported as being scheduled to take place (B)(6) 2025. It is unknown if the revision procedure took place. No further information available.

Manufacturer narrative:
D10: concomitants: 2454066 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 2320933 300-10-45 - equinoxe replicator plate 4.5mm o/s. 2437944 300-20-02 - equinox square torque define screw drive kit. 2160636 310-02-41 - equinoxe, humeral head tall, 41mm (alpha). 1259678 314-02-02 - equinoxe glenoid, pegged alpha, small. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a party stated she underwent a right shoulder replacement surgery that never healed and is experiencing pain. Initial procedure (B)(6) 2012. Revised (B)(6) 2025, approximately 12 years 3 months post the initial procedure. No further information available.